Event description:
I had a hernia surgery inguinal on my right side and experienced severe pain within 2 weeks of the surgery. I keep going back to my dr and he said the problem was in my head. I also went to the ER at the hosp five different times with severe abdominal pain at the surgery site. They followed my doctors instructions. My dr is an ER dr at the hosp and he also told me it was in my head. After 7 months of this severe pain, I went to another dr and it was discovered that I had another hernia in the exact location as the first one. It turns out that the medical device my dr used to repair my first hernia had "come apart" shortly after the first surgery and allowed another hernia to develop which was causing my severe pain. My dr from the first surgery performed a second surgery to repair the"new hernia". During this surgery, it was discovered that I had developed severe scar tissue and many other problems that are not "fixable" I am now completely disabled from this product malfunction. My current problems are to numerous to list here, but it include severe chronic pain which I take medication for. I have severe depression, a bad hip now and so on. I have had several surgeries and procedures since, but there is really nothing that can be done at this point. One of my biggest problems is with my bowel. It was damaged when the plug came out. The bard perfix plug is the only device that caused all my problems.